Event description:
The patient claimed that his blood glucose was elevated to 560 mg/dl while he had issues with the history setting and the date and time reset. He did not have symptoms of ketones, nausea, and vomiting but dizziness and feeling hot. The patient did not require any medical intervention at the time of concern. Reportedly, the time and date did not reset during or intermittently prior to the alleged hyperglycemic episode. The patient explained contributing factors to the alleged high blood glucose could be attributed to stress and hormone because he could not sleep due to experienced life trauma. He explained that his friend committed suicide last week. During troubleshooting, the date and time issue could not be duplicated upon insulin pump reboot. The insulin pump is being returned for investigation due to keypad issue. This complaint is being reported because, the patient had hyperglycemic glucose of 560 mg/dl while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.